Event description:
Prevail - fx was used as a preparation for surgery. The surgery required the use of an electrosurgical unit. Area that was prepped suffered first and second degree burns. The label "warning" is not prevalent and should be in larger letters in red to alert staff.